Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently responsive and there was contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad symbols were found to be worn. There was no physical damage to the keypad cover. The contrast and down arrow buttons were found to be intermittently responsive. The ok and up arrow buttons responded normally. The keypad cover was removed and contamination was observed under the up arrow, down arrow, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).